Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported a patient presented with their right ventricular lead that was oversensing noise. The lead was capped and replaced on 16 dec 2020. The patient was stable.